Manufacturer narrative:
Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that approximately 60 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, and loss of mobility. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices are unknown the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.